Event description:
Complaint of device emitted smoke confirmed based on visual observations + odor present. Device turned on but would not illuminate bulb. Found internal fuse f1 open on xenon lamp power supply board. Observation of component capacitor c4 on xenon lamp power supply indicates a failure/thermal event took place. Component is discolored and plastic is disfigured. Device was in use at time of event in operating room. A code red ¿ fire/smoke response by staff and emergency services took place.